Manufacturer narrative:
Additional information: (B)(4). (Age, sex, relevant tests/laboratory data, other relevant history)- mean and mode used. Date of event: awareness date used for date of occurrence. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling, including the risk management file, was completed. Elevated iop, uveitis, capsular bag tear, edema, and vitreous loss are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2022-00079 for the cases of stent obstruction and malpositioned stent.

Event description:
The following was reported through a review of the article titled ¿istent trabecular micro-bypass stent implantation combined with phacoemulsification for open-angle glaucoma: a 2-year post-marketing surveillance study in japan." Reportedly, following cataract surgery plus trabecular microbypass stent procedures, there were six (6) cases of elevated intraocular pressure (iop), which required secondary glaucoma surgery. In addition, there were three (3) cases of peripheral anterior synechiae (pas), three (3) cases of uveitis, one (1) case of macular edema, one (1) case of capsule rupture and one (1) eye with vitreous loss. Additionally per report, there were eight (8) cases of stent occlusion, of which five (5) were resolved with yag laser, and one (1) eye had selective laser trabeculoplasty. The reported also noted there were five (5) cases of malpositioned stent with three (3) cases of the stent having close contact with the iris with no occlusion. Additional information has been requested. This report reference the cases of elevated iop, peripheral anterior synechiae (pas), uveitis, macular edema, capsule rupture and vitreous loss.